Manufacturer narrative:
(B)(4) external insulation abrasion was noted at 23.2-23.4cm, 24.1-24.5cm, and 25.3-25.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 19.2-19.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that the lead was explanted and replaced due to an unspecified issue. No further information was available.